Event description:
Subsequent to the initial MDR, a correction was updated. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the same day, it was reported that later in the evening, at approximately 10:00 pm, the patient's cgm reading showed egv 364 mg/dl. The patient administered 6 units of fast-acting insulin and 12 units of long-acting insulin. Shortly after, the patient received a call from their mother and sister reporting that the patient's glucose readings had dropped significantly, reaching as low as 30 mg/dl. (Of note, the display will not show the egv 30 mg/dl. The word low will display for any egv 39 mg/dl and below). The patient knew he was shaking and sweating and on the verge of passing out. Emergency medical services were contacted. An ambulance arrived at approximately 10:30 pm. Upon arrival, the patient was given d2 and d12 dextrose, which increased the finger-stick (fs) blood glucose to 70 mg/dl. Fifteen minutes later, a repeat fs showed the glucose had dropped again to 30 mg/dl. The patient was then transported to the emergency room (ER). In the ER, the patient was provided with food. At around 2:00 am, the blood glucose reading increased to 195 mg/dl and the patient was subsequently discharged and sent home. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.